Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was without function due to fluid loss from a hole in the reservoir. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir were implanted. No further patient complications. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the hole was identified after removing it from the patient. The hole occurred after the device was in use and the suspected cause of the hole due to a material defect.

Manufacturer narrative:
D10, h3, h6, h10. H3 device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was not functionally tested as contamination was present. The ams 700 conceal reservoir was visually inspected and functionally tested. A leak was identified in the reservoir shell attributed to wear and fatigue at the corner of a fold. Product analysis therefore confirmed the reported fluid loss allegation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as it was without function due to fluid loss from a hole in the reservoir. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir were implanted. No further patient complications. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the hole was identified after removing it from the patient. The hole occurred after the device was in use and the suspected cause of the hole due to a material defect.